Event description:
It was reported that the assembly nac-y site (0.160 tubing) OEM experienced leakage. The following information was provided by the initial reporter: the after-sales market found that c30727 was leaking.

Manufacturer narrative:
H.6. Investigation: a 8100-032 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19114291. The customer provided a video and photographs of the affected sample; analysis of which identified leakage from a recessed and damaged piston confirming the customer's experience. A closure inspection identified the piston had a rough surface. The investigation performed by the supplier identified that the most likely root cause for the deformed component was due to over-molding caused by wear to the molding tool. As a result, the mold tool was repaired and the affected parts replaced, which should ensure reports of this nature are reduced in future. A review of the production records for lot 19114291 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B))(4).

Event description:
It was reported that the assembly nac-y site (0.160 tubing) OEM experienced leakage. The following information was provided by the initial reporter: the after-sales market found that c30727 was leaking.